Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd technical services had reached out to the customer for troubleshooting. The customer indicated during discussion, that the issue occurred once a month and that it may be related to their preanalytical process (i.e., centrifugation). Tech services provided the customer with guidance and documentation on processing pst tubes. The customer was satisfied with this information and had no further questions.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing poor separator movement during use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that the light green top lithium heparin plasma separating tube does not always separate plasma. Light green top lithium heparin plasma separating tube does not always separate plasma. Infrequent. Either requires a re-spin or re-draw.